Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the symptoms, it is reasonable to assume that this damage was due to tensile forces, applied during the surgery. Further inspection of the lead revealed deformations of the outer coil which occurred most likely during the explantation procedure. With regard to the observation mentioned in the complaint description, no peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.